Event description:
It was reported that the patient experienced a lack of pain relief. A catheter dye study indicated that there was a catheter kink at the proximal segment, and the "catheter placement was inaccurate." The pump was also flipped. The patient had both the pump and catheter replaced. The patient was hospitalized due to the event, but no patient injury was reported. The drugs used within the pump were fentanyl, bupivacaine, and prialt. No additional information was available at the time of this submission.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type catheter. (B)(4).